Event description:
It was reported that the pump battery "was difficult to charge". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.